Manufacturer narrative:
UDI updated - (B)(4). Device evaluation: investigation of this complaint was limited because no sample nor photo was provided. The customer is the most probably claiming that the purple introducer cannot be inserted to the tube. It is also described that in reaction to that customer inserted purple introducer of size 7 into the tube size 8 for easier insertion. Without the sample the true root cause of this issue is unable to be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. For all enquiries or follow-up questions related to the record, do not use (B)(6).

Event description:
It was reported that the purple introducer for the inner cannula is too big to push down the tube on this occasion. This happened with two from the same lot. Customer had to open a third tube which was a size 7 for the size 8 tube to be able to be inserted properly and resolve the issue. Reporter stated the issue was found while in use with a patient and "luckily, this was a control tracheostomy it could have been potentially life threatening in an emergency." There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One patient, two product malfunctions (B)(6) both represent the same patient. This is the second malfunction report for the related complaints. First malfunction reported under manufacturing report number 3012307300-2023-01649. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.